Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient had been hospitalized with a seizure after becoming hypoglycemia the patient was in full seizure and given a glucagon injection. When the police arrived they administered breast compression's since the patient was not breathing the patient's blood glucose levels reached 39 mg/dl while wearing the pod between 4 and 24 hours (hip). Reporter stated the cannula dislodged from the infusion site (hip). When removed from the infusion site, the pod's cannula was found bent. Symptoms reported include hypoglycemia, hyperglycemia and seizure. The patient was treated with an intravenous fluids for hydration and d25 (dextrose 25%). The patient received blood work. The patient was released on (B)(6) 2018 at 6-630 pm and in care of his mom and the endocrinologist.